Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician implanted a non-bsc stent to the left anterior descendng (lad) artery to treat the lesion which was not treated with the 16 x 3.00 promus premier¿ drug-eluting stent due to the movement back of the stent in the left main (lm) artery.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. A 16 x 3.00 promus premier¿ drug-eluting stent was selected to treat the common core. However, after deploying the stent in the left main artery, the physician noticed that the stent had foreshortened and moved back approximately 8mm into the aorta. The procedure was completed. No patient complications were reported and the patient's status was very good.